Manufacturer narrative:
This report is being filed to provide additional information. A clean trima disposable set was received for investigation. The channel is noticeably "puffy"presumably due to a crease present during welding, causing excess vinyl on external surface. The excess material is present from the inlet port to approx halfway along the channel. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that during set up, they noticed the channel of the centrifuge was toothick. When inserting/sliding, it didn't slide completely into the centrifuge. The set was not used. The customer declined to provide the patient information. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the root cause for this event is most likely a manufacturing defect due to the welding operator not ensuring that the channel vinyl was adequately down on the alignment pins during the welding process. Correction: information regarding this failure was communicated to terumo bct rf engineering department.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.